Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 10 jul 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Fill volume: unknown, flow rate: unknown, procedure: total abdominal hysterectomy, cathplace: abdomen, infusion start time: unknown, infusion stop time: unknown. It was reported that the patient had surgery (B)(6) 2017 for a tah (total abdominal hysterectomy). Patient reports still being numb along the incisional line. Patient saw a new physician who gave his opinion that the numbness is from the on-q device. Numbness is in a 1 inch radius around the incision. Device was removed by a physician three days after placement.